Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b3, b4, b5, d2, d4, e1, g1, g3, g6, h1, h2, h3, h4, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided for the blade. The DHR was not reviewed as lot number is required and is not provided. A definitive root cause cannot be determined. The event cannot be confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01706. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the zimmer dermatome blade resulted in uneven graft removal; skin patches which wasted skin - graft was usable but not ideal. There was no information given regarding harm/injury to the patient or if there was any delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that there was uneven graft removal; skin patches which wasted skin. There was no information given regarding harm/injury to the patient or if there was any delay. Also, the event date and timing was not reported. Due diligence is complete. No additional information is available. No adverse event was reported.